Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved: unknown dermabond and unknown monocryl suture caused and/or contributed to the post-operative complications of pain, pruritus swelling, necrosis, superficial infection described in the article? Does the surgeon believe there was any deficiency with the ethicon products: unknown dermabond and unknown monocryl suture used in this procedure? Note: events reported on mw# 2210968-2021-06349, mw# 2210968-2021-06350, mw# 2210968-2021-06351. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: raymond p. Shupak, sid blackmore & roderick y. Kim (2021): skin hypersensitivity following application of tissue adhesive (2-octyl cyanoacrylate), baylor university medical center proceedings, doi: 10.1080/08998280.2021.1935140.

Event description:
Title: skin hypersensitivity following application of tissue adhesive (2-octyl cyanoacrylate). Authors: raymond p. Shupak, sid blackmore & roderick y. Kim. Citation: raymond p. Shupak, sid blackmore & roderick y. Kim (2021): skin. Hypersensitivity following application of tissue adhesive (2-octyl cyanoacrylate), baylor university medical center proceedings, doi: 10.1080/08998280.2021.1935140. Two women age (B)(6) years old presented for evaluation of primary hyperparathyroidism. Workup included serum parathyroid hormone, calcium levels, and a nuclear medicine parathyroid spect scan. Both underwent an uncomplicated transcervical approach to their parathyroid adenoma. Closure was undertaken in a standard layered fashion, followed by 4-0 monocryl (ethicon) running subcuticular closure with topical application of dermabond (ethicon). Reported complications included (B)(6) years old female experienced pain, pruritus swelling associated with surgical incision and treated with intravenous diphenhydramine and steroids. (B)(6) years old female experienced skin sloughing, necrosis, and superficial infection requiring a course of antibiotics. Local wound care was prescribed until resolution.